Event description:
It was reported to minimed that the customer experienced hyperglycemia and symptoms of nausea and irritability. The customer also stated that the inpen was not giving the correct dosage of insulin, it was not working, did not register in the meter, and that no insulin exited during repeated priming attempts. The customer's blood glucose value at the time of the event was 1000 mg/dl. The customer was treated for hyperglycemia with continued use of the inpen. The event involved product mmt-105elblna. Troubleshooting was performed and the outcome was that the insulin cartridge was checked for leaks, moisture, temperature issues, cloudiness, and expiration with no issues found, priming in the air was attempted with the current needle and after prior needle and cartridge changes but no insulin exited, and the customer was advised to discontinue use of the inpen, revert to the back-up plan per healthcare professional instructions, and the inpen would be replaced. No further patient complications were reported. Mmt-105elblna was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.